Event description:
It was reported that the patient experienced leakage from the infusion sets, requiring replacement. Per reporter, the leaking occurred within 24 hours of wearing the set. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. H3: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since a lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.